Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: call back made on (B)(6) 2017; customer's condition has improved. Customer states that he is not feeling symptomatic. After original call, customer went early to his routine check up due to the "hi" reading and feeling gi upset. Customer went to a routine appointment that customer had scheduled for that day however due to the meter reading "hi" and customer feeling symptomatic, customer went to appointment early and was released that same say. Since customer placed original call, customer has obtained 3 results ; 453mg/dl 433mg/dl and 442mg/dl. Customer states that these are all non fasting results. Customer states that he doesn't believe the meter is lying because he has not been taking care of himself. Customer stated he was also under a lot of stress and was without syringes so he did not administer insulin for a couple of days.

Event description:
Consumer reported complaint for hi blood glucose test result accompanied by symptoms. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptom of "stomach turning." Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history (date / time not set): symptoms: customer called in stating that his meter was reading hi and that he needs to administer his insulin but does not know how much to give. I asked customer if he was having any symptoms of high or low blood glucose. Customer stated yes that his "stomach is turning." I advised customer to seek medical attention and offered to call 911 but customer declined and stated that he has a doctor's appt today at 11 and cannot miss it because he has waited 4 months for it. I explained to customer that when the meter reads "hi" its saying that the blood glucose is above 600mg/dl and cannot get a reading. Customer again stated he cannot miss appt. I obtained phone number from customer's clinic (B)(6) and spoke with front desk assistant (B)(6). I made her aware of the situation and she stated that she will follow up with customer. I then called customer back and let him know to expect a call from the clinic. I again urged customer to not wait for them to call back but to go seek medical attention. Customer stated that he is going to the clinic early. I did not get serial number or any other information. Customer is going now to seek medical attention.